Manufacturer narrative:
The complete reagent lot number was 77045301. And the expiration date was 30-sep-2025.

Manufacturer narrative:
The reagent lot number was 770453. The expiration date was not provided. The customer found crystals on one of the tubings for the cell cleaner 1 aspiration. They removed the tubing and nozzle, cleaned away the crystals, readjusted the tubing, and reinstalled it. They performed mechanism checks, qc, and precision testing within range. The field service engineer verified the tubing was acceptable and ran qc, which was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results from the cobas 8000 cobas c 502 module. The initial result was 53.3 mg/l and the repeat result was 2.0 mg/l with a data flag. The repeat result on another analyzer was <0.7 mg/l with a data flag. The questionable result was not reported outside of the laboratory.